Event description:
Additional information received indicated that the of the health care provider (hcp) who initially reported the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider (hcp) via a manufacturer rep (rep) regarding a patient receiving intrathecal bacl ofen via an implantable pump for intractable spasticity. It was reported that on (B)(6) 2024 they believed the pump was flipped and could not be filled. This was a pediatric patient with a disfigured spine. The pump implant was a difficult placement and refills had been challenging but the patient was being managed well. The patient was in a long term care facility and due to transferring of the patient and contractions and spinal anomaly, they believed this was the cause of the pump flipping. The rep stated the hcp had concerns with trying to manually flip due to potential organ damage based on the patient's anatomy. The pump had been titrated down. They had not been able to read the pump with the a810 software but had been able to make dose adjustments down using the 8840. Answered questions on reports for the 8840 and the rep stated they would lower the dose until it could not be and then would put the pump at min rate until the patient was medically stable for revision of the pocket. It was theorized they might be removing t12 rib to make space for the pump and avoid this issue at revision (date of revision was unknown at this time).